Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case and cracked glass. After battery installation device gave an unexpected partial display with horizontal lines on display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a horizontal white line and a vertical red line across the screen. The customer completed the self test, however, the lines were still on the screen. No harm to the customer was reported. The insulin pump will be returned for analysis.